Manufacturer narrative:
(B)(4). Concomitant medical products: item#948064 5x20mm rattler xl cann screw lot# 243760, item#948078 6x15mm rattler xl cann screw lot# 564040. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2017-11212, 0001825034 -2017-11213.

Event description:
It was reported that during a flexor hallucis longus tendon transfer procedure, a screw fractured during attempted implantation. A larger screw hole was drilled and a second, larger screw was attempted, with the same results. A third screw also fractured, but was fixed well enough to remain implanted and was retained. No further information is available at this time.